Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report numbers 1627487-2019-10547, 1627487-2019-10548. It was reported that the patient was twiddling their ipg extensively, which caused the extensions to twist beyond reversal, confirmed via x-ray. In turn, surgical intervention was undertaken wherein the extensions were explanted and replaced. Postoperatively, the patient had effective therapy.